Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a c3-5 cervical spinal fusion surgery using rhbmp-2/acs which was used on two levels and a cage was used.the patient underwent an anterior spinal fusion with cord decompression and instrumentation from c4-5 and a posterior spinal fusion from c3-5 using pedicle screws and rod technique. Post-op, patient suffered from pain in her shoulders, neck,and upper back which radiated down both the arms.